Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. Chr showed one other similar product complaint(s) from this lot number. (B)(4).

Event description:
PICC line broken while connected to patient. Connected to patient's foot. The PICC line was broken and lying on the floor when staff came into the room. The line was used for fluids and IV antibiotics. They had to remove the PICC and try to put another one in. That was unsuccessful. They then tried to cannulate and was unsuccessful. The child then had to have intramuscular injections.